Event description:
The customer reported erroneous results for intact human chorionic gonadotropin + the b-subunit (hcg + b) on one patient sample tested on an e601 analyzer. The customer initially attempted to test for hcg + b on the analyzer but received a sample clot alarm with no result. The customer ran a manual hcg + b test and the result was negative. The sample was repeated on the analyzer and the result was 139.0 miu/ml. The customer expected to see negative results as the patient is not pregnant. The customer ran a manual hcg + b test and the result was positive. The sample was repeated on the analyzer on (B)(6) 2015 and the result was 0.100 miu/ml with a data flag. No adverse event occurred. The hcg + b reagent lot number was 177537 with an expiration date of 08/30/2015. The customer used 13x100 mm tubes. The customer did not use a rack adapter for the 13x100 mm tubes. A general instrument or reagent issue is unlikely. A possible root cause may be related to pre-analytics. It was determined the customer was not inverting the sample tubes properly after sample collection. Too few sample tube inversions and the sample clot alarm suggests clots or fibrin strands in the sample. Clots or fibrin can cause high results. An instrument contamination issue cannot be excluded (dirt on instrument components or disposables).

Manufacturer narrative:
The customer indicated that the sample for the test run on (B)(6) 2015 was from a new sample from the patient. After the incident, the instrument was checked by a field service representative. A problem with the fluid system and probe was found. The issue was fixed by replacing the probe and tubing. Analyzer testing was performed where all passed. Based on the available data, the root cause may be related to a sample issue. The alarm trace from the instrument showed two alarms that indicate a possible issue with sample quality and potential instrument contamination.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).